Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Noise was noted in unipolar configuration and high pacing thresholds were noted in bipolar. The lead was programmed to unipolar pace and bipolar sense. An x-ray was also scheduled to evaluate the lead. No adverse patient effects were reported.